Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. As a result, the clip could not be properly loaded on the grips. Functional clip test was not performed due to the clip grip damage. The complaint was confirmed by failure analysis. An additional observation not reported by the site included that there was dried residue around the clamping pulley cable groove.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the medium-large clip applier instrument returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Although the complaint was not confirmed by failure analysis since the medium-large clip applier instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier instrument failed to clip on the tissue twice. There was no report of fragment(s) falling inside the patient. A backup instrument of same kind was used to continue the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the instrument passed engagement and retained the clip throughout engagement but could not apply the medium-large hem-o-lock clip onto the vessel/tissue. The issue was related to unsuccessful clip application. The vessel was less than 10mm. The customer confirmed that no fragment fell inside of the patient. The procedure was completed with no report of patient injury.